Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the hand controls would not turn off.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Visual inspection : the formula shaver handpiece (with buttons) was received the anodized coating coming off of the shaver housing and soaking cap. Functional inspection :the shaver was connected to a crossfire console and the buttons were all functioning correctly. Performed (B)(4).qip and failed hi-pot test on cable. The keypad was also removed to check for water ingress, none were seen. Failure not confirmed, unable to reproduced. However, recommend to have the cable replaced. The probable root cause/s could be (1) improper cleaning or sterilization (2) short on cable (3) other devices where the shaver was connected (4) normal wear

Event description:
It was reported that the hand controls would not turn off.